Event description:
It was reported to philips that the battery (B)(4) failed to charge on the cadex charger. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated h6 to reflect component was returned and evaluated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery ((B)(6)) failed to charge on the cadex charger. There was no reported patient or user involvement and no adverse patient/user impact. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating the battery was completely depleted or faulty. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 0v. Upon installing the battery into a known working mrx without an external power source, the unit displayed a red x in the rfu indicator and the device subsequently failed to power up. During functional testing, the unit displayed ¿external power interrupted¿ and ¿shutting down now¿ messages accompanied by an error tone. The battery was then left to charge in the device and after half an hour the battery showed it had charged to 80% capacity at minimum. It was also noted that the device had stopped chirping and a blinking black hourglass appeared in the rfu indicator. Afterwards, the unit operating on battery power only (ac power removed) was able to successfully deliver all attempted shocks and the delivered energy was measured within passing range. The battery was then moved into a cadex c7200 charger but it was initially not recognized, the boost function was used several times before the battery responded to a charge. Lastly, calibrations were attempted on the battery but with intermittent success. Although the battery ultimately passed calibration it took multiple attempts. Upon conclusion of the analysis, the battery could be exhibiting intermittent issues and will be considered faulty.